Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose over 500mg/dl. It was stated that the customer experienced vomiting. Troubleshooting was performed. The time and date were incorrect. Assisted the caller to correct them. The alarm history was reviewed and found a low reservoir alarm. The caller also stated that the bolus history revealed that on (B)(6) 2012, the customer did not eat breakfast, but his glucose level was not high. Then the customer ate lunch, but there was not record of blousing in the device. Assisted the caller to run a manual prime test and the insulin did exit. Advised the caller to call back after receiving the tubing clamp to complete testing. Instructed the caller to remove the cannula and it was occluded. Suggested the caller to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.